Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said they hurt had bleeding was not lubed enough. No additional information provided. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: b, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said they hurt had bleeding was not lubed enough. No additional information provided. No medical intervention was reported. Per follow-up information received from customer via phone on 04nov2025, it was reported that he had to visit the hospital on 2 separate occasions due to bleeding caused by item#53616g. Customer explained that they were not lubricated enough and caused issues. At the emergency room, they inserted a regular catheter for the customer with a smaller diameter, and no other issues were reported.